Event description:
It was reported that patient experienced infection/sepsis. Patient informed the physician that the implant location was red and swollen. On saturday night, patient had a medical intervention to drained the location from the lateral margin. A few days later, patient came back with pus on the bandage. Did not presented fever or chills. System was explanted successfully. Device will not return to boston scientific. No additional patient effects were reported.